Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of telemetry anomaly was confirmed via review of the device image in the laboratory. Analys found that the cause of the anomaly was a firmware issue.

Event description:
It was reported that prior to implant there was an error message for device found interrogation in process please check telemetry. The device was not used.